Event description:
Additional information was received from the intake facility confirming this event occurred during procedure preparation and had no patient involvement.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3. Should further information be provided, another supplemental report will be submitted.

Event description:
The customer reported that his olympus high definition lcd monitor was intermittently losing its image during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered and caused the reported intermittent image. The monitor had a small crack present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is estimated that ¿when the monitor is turned on, a black screen is displayed intermittently¿ is due to a failure of bi board. However the root cause of the failure could not be identified. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.